Manufacturer narrative:
This occurred in switzerland. As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). This is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. The dentist did not maintain adequate isolation.

Event description:
Patient complained of irritation of mucosa after treatment with gluma powergel.